Manufacturer narrative:
An event of torn cuff (sewing cuff was damaged) did not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The valve was inspected and the cuff was intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to shipment. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information and returned device analysis, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm epic max valve was chosen for implant during an aortic valve replacement. There was no damage noted to the packaging or the product box, and the qa seal was still intact. There was no damage noted to the device during device preparation. During the procedure, the valve was being implanted, and it was then noted that the sewing cuff was damaged. The valve was removed and replaced with another 25mm epic max valve, which was successfully implanted. The patient remained stable throughout the procedure. The patient was discharged without any complications or delay.